Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the connector of the solution bag and supply line of the homechoice cassette. This occurred before use. The patient stated that the connection between the connector of the solution bag and supply line of the homechoice cassette was not tight when they connected the two components each other. There was no patient injury or medical intervention associated with this event. No additional information is available.